Event description:
Nurse giving injection, syringe failed to retract and stuck herself.

Manufacturer narrative:
Upon retrospective review of complaint files, it was determined that this MDR should be filed. The lot number is not available to perform a review of the device history record. A review of all reported complaints since 2004 confirms that the number of complaints reported of this nature remains low have not increased when compared to total unit sales.